Event description:
The customer reported that they were unable to deliver a shock on battery power and the device showed a screen error message. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that they were unable to deliver a shock on battery power and the device showed a screen error message. There was no reported pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.